Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. The update in section d4.

Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for 5 of the 14 days prescribed. The patient has no known history of sensitive skin but does have history of reactions to medical adhesive. Irhythm was unable to obtain additional information regarding the reported event after multiple attempts to call the patient. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
A patient reported skin irritation and signs of infection to irhythm that were allegedly caused by the zio monitor. The patient stated that their skin exhibited a red hue with secretions. As a solution, they inquired about the availability of hypoallergenic tape. Irhythm recommended the patient to return the device instead. The patient had not visited their health care provider for diagnosis. No additional details pertaining to treatment were provided.